Manufacturer narrative:
Additional, changed, and/or corrected data: h6.

Event description:
Healthcare professional (hcp) reported that patient was injected with 1ml juvéderm® volux¿ in jaw (jw1,2) and 3ml juvéderm® voluma® with lidocaine in cheeks (ck1-4). At an unspecified time later, patient developed "soft compressible lump/nodule with red pimple near it on left side of jaw and the right side is showing development of the same. It looks angry, and is warm to the touch." Patient was prescribed keflex®. Patient went home that day and squeezed pimple; blood and pus was expelled. Hcp advised patient to get it swabbed at local gp or to return to clinic. Patient had major dental work and implants inserted two months before injection and is experiencing stress. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00188 (allergan complaint #(B)(4)). This MDR is being submitted for the second suspect product, juvéderm® voluma® with lidocaine.

Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that patient was injected with 1ml juvéderm® volux¿ in jaw (jw1,2) and 3ml juvéderm® voluma® with lidocaine in cheeks (ck1-4). At an unspecified time later, patient developed "soft compressible lump/nodule with red pimple near it on left side of jaw and the right side is showing development of the same. It looks angry, and is warm to the touch." Patient was prescribed keflex®. Patient went home that day and squeezed pimple; blood and pus was expelled. Hcp advised patient to get it swabbed at local gp or to return to clinic. Patient had major dental work and implants inserted two months before injection and is experiencing stress. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00188 (allergan complaint #(B)(4). This MDR is being submitted for the second suspect product, juvéderm® voluma® with lidocaine.